Event description:
It was reported an asymptomatic patient presented remotely via merlin.net. Upon review of transmission, the patient had received a vibratory notification due to high impedance exhibited on the right ventricular lead; the other lead measurements were stable and within range. Noise or various impedance was not reproducible with pocket manipulation. The patient will continue to be monitored.